Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient faced infusion sets cannula kinked after 3 hours of insertion. Insertion site was abdomen. The blood glucose level was high. Therefore, patient was treated with correction bolus. Customer confirmed the introducer needle was ahead of the cannula prior to insertion. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.